Manufacturer narrative:
Investigation: 6 photos were returned for evaluation. From the photo, observed black particles foreign matter inside the syringe product. Sample evaluation: one actual sample returned in sealed packaging was returned for evaluation. The team had observed holes on the bottom web and particles inside the package. The black particles which could be sand particles were observed inside the syringe product and at the corner of the blister packaging. The team had reviewed the in-process and outgoing inspection records and black/sand particles were detected. The black/sand particles could have been brought into the syringe package when the pest/insect bites the bottom web to enter the packaging. The team had also reviewed the pest control records and no abnormalities were detected at the 20ml manufacturing line. Hence, we are unable to identify the root cause of the reported nonconformance. The nonconformance could have occurred out of the manufacturing facility.

Event description:
It was reported that the syringe 20ml ll precise india experienced foreign matter contamination. The customer stated, "particles found inside the packing as well as syringe in closed pack( not opened). Packing is sealed and no signs of damage or tear- of pack when I received the reported unit."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 20ml ll precise india experienced foreign matter contamination. The customer stated, "particles found inside the packing as well as syringe in closed pack( not opened). Packing is sealed and no signs of damage or tear- of pack when I received the reported unit."